Manufacturer narrative:
Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 05-feb-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4) 2018, (B)(4): information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had not used their implantable neurostimulator (ins) since (B)(6) 2013, because the patient had moved wrong and ¿the wires got moved out of place¿. The patient confirmed that they had not charged the ins since 2013. In the end, the patient was redirected to follow-up with their healthcare professional (hcp) regarding the concerns. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they were told that resolving the lead migration issue could not be done. There were no further complications reported or anticipated.